Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer cleared the alarm and reported that the pump supplies would be changed. There was no adverse impact to the customer¿s blood glucose level.